Event description:
Additional information received on march 16, 2017: the customer has not made any notes about this incidence, only observe the small piece was peeled off. The piece was so small as the physician didn't calculate it could cause any risk for the actual patient. No patient complications reported and no harm to the patient.

Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. It was reported that the device has been disposed. As stated in the warnings section of the device instructions for use: "do not manipulate advance, and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire." Also, "if any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." In addition, as stated in the precautions section of the device instructions for use, "due to variations of certain catheter tip inner diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters." At this time it is not possible to assign a definitive root cause for the event as reported. At the time of this report the event date is unknown. If additional relevant information is provided, a follow-up medwatch report will be submitted.

Event description:
Note: this report pertains to the second device/ second case. Medwatch report 2126666-2017-00029 captures the first device/first case. In 2 cases small pieces of the coating has been peeled of and fell apart into the ureteral. The wire get stucked into the catheter,the hydrofil coating seems to not work optimal. When they retracked the catheter,the guidewire had abnormal friction and was pull out together with the catheter. Normal the catheter will stay into the ureteral when the catheter are pulled out. At 2 times the zipwire had get stucked into the ureteroscope and a small piece of the guidewire coating has been peel of. The piece has been so small as physician excepted the patient can wee out the fragment. Customer complaint about they feel the last deliver order of the zipwire has had this issue as they jam into the catheter and the scope.